Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as cause unknown. The sample was visually evaluated and observed a pinhole on the bifurcation area of the catheter. The pinhole was caused by mechanical force from the outside. Per the functional testing, the balloon was inflated with water and observed water leaking from the bifurcation area of the catheter. Unable to determine how and when the problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "burst balloon: be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Premature deflation: (reason: use general caution statement ¿ does not have specific to leakage) [contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that there was a hole found beside the funnel area of the catheter prior to use. It also noted that the hole penetrated through the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a hole found beside the funnel area of the catheter prior to use. It also noted that the hole penetrated through the catheter.